Manufacturer narrative:
Device passed the self test, displacement test and unexpected restart error test. No unexpected restart alarm noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple unexpected restart alarm. The customer¿s blood glucose level was 6.1 mmol/l at the time of the incident. Customer had experienced multiple unexpected restart alarms after battery change. Customer was advised to monitor the pump and that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.